Event description:
Toxic synovitis reaction [synovitis] ([weight bearing difficulty], [joint effusion], [condition worsened], [pain upon movement], [knee pain], [swelling], [joint warmth]) case narrative: initial information received on 21-nov-2018 from united states regarding an unsolicited valid legal serious case received from a lawyer. This case involves a 37 years old female patient (157.4 cm and 63.95 kg) who experienced toxic synovitis reaction (latency: 6 days), while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included low back pain diagnosed on (B)(6) 2014, seizure diagnosed on (B)(6) 2014, closed fracture dislocation of carpometacarpal joint in (B)(6) 2014 and allergy to sulfa drug. Surgical history of cholecystectomy, hysterectomy and appendicectomy. Patient was a nonsmoker. The patient's family history included cancer and heart disease in patients grandparents. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included topiramate (topamax); amitriptyline hydrochloride (amitriptylene); lidocaine (lidocaine); naproxen (naproxen); and vitamin b12 nos (vitamin b 12). On (B)(6) 2017, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) in left knee at 6 ml 1x (with an unknown batch number) for primary osteoarthritis of left knee. The injection site was prepped using aseptic technique. The left knee joint injection was performed with 3ml lidocaine plain for anesthetic. A 21-gauge needle was used, placement was confirmed by manual palpation, adhesive sterile dressing was used. On (B)(6) 2017, patient reported to the clinic for her follow up of left knee. Patient reported that she had swelling on (B)(6) 2017, and on the second day post injection, she had significant swelling and pain with weight bearing and movement and stated that her problem had gotten worse. Further, the patient prescribed her pain as tight and was 8/10 on the pain scale. Upon examination, patients knee was warm to touch, painful range of motion with extension and flexion and pretty significant effusion. The physician prescribed her 10mg of steroid dosepak along with rest, ice and elevation. On (B)(6) 2017, patient was diagnosed with toxic synovitis of left knee (latency: 6 days). Her pain and swelling did not resolve even after usage of steroids and the patient felt she would benefit from aspiration and synovectomy and irrigation of her left knee. The patient was brought to the operating room and was placed in supine position. Patients inspection of medial and lateral recess revealed her synovium was irritated, but no infection was seen, which was debrided with a 3.0 curved shaver. It was further noted that patient had grade 3 chondromalacia and chondroplasty was performed. The left knee was irrigated with 10 litres of flui, after which her knee was closed with benzoin and steri strips. Marcaine and duramorph were injected into the patients knee and she was sent to recovery room without complication. On (B)(6) 2017, patient reported to the clinic for her post op visit following arthroscopy of her left knee. Patients status was improving, and her pain frequency was intermittent. Her wound was healing well and new dressing was applied. On (B)(6) 2018, patient visited the clinic again for her post op follow up regarding her toxic synovitis reaction to synvisc-one. Patient had the chief complaint of bilateral back pain, in regards to her history of low back pain. Patient had been taking pennsaid for her pain and it was stated that she cannot tolerate cortisone injections. It was further noticed that the patient had full range of motion of her left knee and there was no sign of infection, erythema or ecchymosis and her incisions were healing well. Patient was put on physical therapy for her back pain. Corrective treatment: steroid dosepak, arthroscopy assisted synovectomy, ice, elevation, rest. Outcome: recovering/resolving. Seriousness criterion: intervention required a product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number: unknown; local ptc number: (B)(4). Global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 28-nov-2018. Global ptc number and its results were added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 28-nov-2018. The patient experienced toxic synovitis reaction after receiving injection synvisc one. Based on the available information, pharmacological plausibility can be established between the event and suspect product. However, more information regarding patient's concurrent clinical presentation, past drugs and other risk factors is required for further case assessment.

Event description:
Toxic synovitis reaction [synovitis] ([weight bearing difficulty], [joint effusion], [condition worsened], [pain upon movement], [knee pain], [swelling], [joint warmth]). Case narrative: initial information received on 21-nov-2018 from united states regarding an unsolicited valid legal serious case received from a lawyer. This case involves a (B)(6) years old female patient ((B)(6)) who experienced toxic synovitis reaction (latency: 6 days), while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included low back pain diagnosed on (B)(6) 2014, seizure diagnosed on (B)(6) 2014, closed fracture dislocation of carpometacarpal joint in (B)(6) 2014 and allergy to sulfa drug. Surgical history of cholecystectomy, hysterectomy and appendicectomy. Patient was a nonsmoker. The patient's family history included cancer and heart disease in patients grandparents. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included topiramate (topamax); amitriptyline hydrochloride (amitriptylene); lidocaine (lidocaine); naproxen (naproxen); and vitamin b12 nos (vitamin b 12). On (B)(6) 2017, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) in left knee at 6 ml 1x (with an unknown batch number) for primary osteoarthritis of left knee. The injection site was prepped using aseptic technique. The left knee joint injection was performed with 3ml lidocaine plain for anesthetic. A 21-gauge needle was used, placement was confirmed by manual palpation, adhesive sterile dressing was used. On (B)(6) 2017, patient reported to the clinic for her follow up of left knee. Patient reported that she had swelling on (B)(6) 2017, and on the second day post injection, she had significant swelling and pain with weight bearing and movement and stated that her problem had gotten worse. Further, the patient prescribed her pain as tight and was 8/10 on the pain scale. Upon examination, patients knee was warm to touch, painful range of motion with extension and flexion and pretty significant effusion. The physician prescribed her 10mg of steroid dosepak along with rest, ice and elevation. On (B)(6) 2017, patient was diagnosed with toxic synovitis of left knee (latency: 6 days). Her pain and swelling did not resolve even after usage of steroids and the patient felt she would benefit from aspiration and synovectomy and irrigation of her left knee. The patient was brought to the operating room and was placed in supine position. Patients inspection of medial and lateral recess revealed her synovium was irritated, but no infection was seen, which was debrided with a 3.0 curved shaver. It was further noted that patient had grade 3 chondromalacia and chondroplasty was performed. The left knee was irrigated with 10 litres of flui, after which her knee was closed with benzoin and steri strips. Marcaine and duramorph were injected into the patients knee and she was sent to recovery room without complication. On (B)(6) 2017, patient reported to the clinic for her post op visit following arthroscopy of her left knee. Patients status was improving, and her pain frequency was intermittent. Her wound was healing well and new dressing was applied. On (B)(6) 2018, patient visited the clinic again for her post op follow up regarding her toxic synovitis reaction to synvisc-one. Patient had the chief complaint of bilateral back pain, in regards to her history of low back pain. Patient had been taking pennsaid for her pain and it was stated that she cannot tolerate cortisone injections. It was further noticed that the patient had full range of motion of her left knee and there was no sign of infection, erythema or ecchymosis and her incisions were healing well. Patient was put on physical therapy for her back pain. Corrective treatment: steroid dosepak, arthroscopy assisted synovectomy, ice, elevation, rest. Outcome: recovering/ resolving. Seriousness criterion: medically significant. A product technical complaint was initiated and results were pending for the same.